Event description:
The patient reported the following: patient reached out and shared that she purchased candid aligners in 2019 and had been diligent about wearing her retainers at night. Over time, her teeth began breaking and required crowns. Most recently, the front of a lower back tooth broke off and continues to need repairs. She mentioned that while traveling, she saw another dentist who asked if she had worn aligners. The dentist reportedly told her that aligners can weaken teeth. The patient said she had a tooth that broke, so she stopped wearing her aligners because they no longer fit properly after the tooth was patched.

Manufacturer narrative:
Based on information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as a MDR since the patient reported symptoms or physiological conditions related to fractured/chipped teeth.